Event description:
The reporter obtained a 505mg/dl blood glucose comparison on the accu-chek aviva system. The reporter states, he obtained an additional comparison with blood glucose results 92mg/dl and 336mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.